Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The event occurred during an unspecified procedure. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a corrections required. Updated fields: h2, h3, h6, h11. Corrected field: b5, g4 - PMA/510(k) #. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: deformation/defect of the outer tube a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image occurred due to deformation and defect of the outer tube. The cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.